Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a recorded device glucose of 308 mg/dl and a confirmatory fingerstick of 303 mg/dl after a recent meal announcement and a recent full supply change with a teflon infusion set; the user reported no visible leaks or kinks and no symptoms, and the ilet¿s correction algorithm was active with glucose beginning to decline by the end of the call. Symptoms included no reported clinical manifestations. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included technical support troubleshooting and patient education on site change and automated correction expectations. Investigation of this case revealed no device alarms, no evidence of infusion set leakage or occlusion on user inspection, and glucose values trending downward under automated corrections. It was concluded that the event was hyperglycemia with an unclear cause, with device function consistent with automated correction bringing glucose down and no evidence of a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.